Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Spinal meningitis was reported. The pump was reportedly explanted a few weeks after implant. The patient was in the hospital for four months. The medication infused at that time was unknown.